Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument were returned for the evaluation. Upon visual evaluation, the device appeared to have residue throughout and received with both slides in their initial positions. No other visual anomalies were noted on the returned device. During functional testing, it was noted that when the top slide was pushed and able to be locked into the place and suddenly popped up making the device self-activating. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the right bumper was found to be bent/not seated in the correct position. There were no other anomalies found. Therefore, the investigation is confirmed for the identified self-activation issue as the device was self-activated during functional testing. However, the investigation for the reported failure to prime is kept as inconclusive as the identified issue may contributed to the reported issue. Right bumper was found to be bent/not seated in the correct position is likely contributed to the reported failure to prime and identified self-activation issue. A definitive root cause for the reported failure to prime and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to prime. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to prime. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2025).